Event description:
It was reported that in 2007, the patient was brought to the operating room for exploration of the pump due to fluid build up in the pump pocket. When they opened the pocket, the sutureless catheter connector was found to be disconnected from the pump. The hcp aspirated the catheter only, emptied the reservoir, and proceeded to put a new concentration of drug into the pump (the 2 concentrations were not reported). The hcp reconnected the sutureless catheter connector to the pump and programmed a priming bolus. They did not consider the old drug in the pump tubing. The patient went home and then had an "overdose." No specific symptoms of the overdose were reported. The patient was sent to the emergency room and admitted to the hospital. The patient status was reported as "good," but the hcp recommended that the patient see a neurologist for possible residual effects from the overdose. See manufacturer's report numbers: 3004209178-2007-03468 and 6000030-2008-00315. The pump was used to deliver morphine.